Manufacturer narrative:
As reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter through her right groin during the index procedure. Additional information received per the medical records indicates that the patient has a history of pulmonary emboli, deep vein thrombosis, brain tumor, hypertension and she had a craniotomy. Six weeks prior to this event, the patient had a vaginal mesh excision due to erosion. The patient would present approximately fifty-eight months after the index procedure to the emergency room (ER) at another hospital complaining of back pain. She was evaluated by the ER physician and had a computerized tomography (CT) scan of her abdomen and pelvis performed. The patient was noted to have a left retroperitoneal hematoma and a right pulmonary embolus which was due to fracturing/embolization of her trapease ivc filter and the perforation of the fractured filter through the wall of the inferior vena cava causing a retroperitoneal bleed. The radiologist that was reading the CT scans missed the diagnosis of the embolus and the retroperitoneal bleed. The patient was sent home and the next morning had a cardiopulmonary arrest secondary to an expanding retroperitoneal hemorrhage. She was resuscitated by the paramedics at home, but coded again and subsequently died later that morning. A review of the CT scans by a second radiologist noted the presence of a retroperitoneal hematoma and a pulmonary embolus. Additional information received indicates that the patient had engorgement of the distal inferior vena cava and common iliac vessels. The patient also had stenosis at l4-5. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Retroperitoneal hematoma is a known potential event associated with the use of the ivc filter device. Pulmonary embolism does not represent a device malfunction. Stenosis if the target vessel is a known potential adverse event associated with the use of the ivc filter device. Back pain maybe associated with the event of perforation and hematoma. Cardiac arrest is a known potential adverse event associated with the use of the ivc filter devices, in this case, the delay in recognition of the underlying issues, specifically the fracture and perforation, contributed to the event of cardiac arrest. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2015-00514 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter through her right groin during the index procedure. The patient would present approximately fifty eight months after the index procedure to the emergency room (ER) at another hospital complaining of back pain. She was evaluated by the ER physician and had a computerized tomography (CT) scan of her abdomen and pelvis performed. The patient was noted to have a left retroperitoneal hematoma and a right pulmonary embolus which was due to fracturing/embolization of her trapease ivc filter and the perforation of the fractured filter through the wall of the inferior vena cava causing a retroperitoneal bleed. The radiologist that was reading the CT scans missed the diagnosis of the embolus and the retroperitoneal bleed. The patient was sent home and the next morning had a cardiopulmonary arrest secondary to an expanding retroperitoneal hemorrhage. She was resuscitated by the paramedics at home, but coded again and subsequently died later that morning. A review of the CT scans by a second radiologist noted the presence of a retroperitoneal hematoma and a pulmonary embolus. Additional information received per a legal brief indicate that the patient had engorgement of the distal 7 inferior vena cava and common iliac vessels. The patient also had stenosis at l4-5. Additional information received per the medical records indicate that the patient has a history of pulmonary emboli, deep vein thrombosis, brain tumor, hypertension and she had a craniotomy. Six weeks prior to this event, the patient had a vaginal mesh excision due to erosion.

Manufacturer narrative:
The following sections have been updated accordingly. This report is a duplicate. All subsequent information will be captured under medical device reporting (MDR) number 1016427-2016-00096.

Manufacturer narrative:
Correction to section (product code).